Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the photos and video, a leak at the level of the drain bag sealing near the stopcock was observed. All accessories in the reported set, including the drain bag, are single use products. The drain bag must not be emptied and reused during the same therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. Previous nonconformance and preventive action records were opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m100 set "within two hours" of the start of continuous renal replacement therapy. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.